Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. It should be noted that customer was using expired test strips (expiration date 31 march, 2012).

Event description:
Customer reported receiving an unspecified reading on his adc meter that was lower than he felt (unknown date and time). Customer further reported that on (B)(6), 2013 he received a reading of 300 mg/dl which was higher that he felt. Customer also stated that a reading of 400 mg/dl obtained on his adc meter was lower than a reading of 600 mg/dl obtained on unknown brand hcp meter; however, no date or time was provided for these readings. Customer stated that on (B)(6) 2013, he experienced symptoms that were described as "dehydration" and needed to increase "his insulin shots". Customer stated that he had a loss of consciousness and seizure. It is unknown whether customer self-treated. Paramedics were called and treated customer with "antibiotics". Customer reported that he was hospitalized and received a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this medical event.